Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 27may2020.

Event description:
The customer reported display distorted. The remote service manufacture's service technician suggested for the customer to reviewed the signal path sequence table for the video graphics array (vga) display. The remote service manufacture suggested the customer swap the graphical user interface (gui) for troubleshooting. If no help then to swap the vga controller, central processing unit (cpu), analog and digital printed circuit board (pcb)'s. If no help, the customer should replace the main pcb. The device did not have patient involvement at the time the issue was discovered, therefore, there was no patient or user harm reported.

Manufacturer narrative:
G4: 01sep2020, b4: 02sep2020 . The customer replaced the video graphics array (vga) controller printed circuit board (pcb) which addressed the reported issue. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.